Event description:
The customer reported that they were treated for a low blood sugar level by the paramedics. The customer stated that they had treated high bg with a manual injections. The customer stated that they must have given themselves too much insulin and had an insulin reaction. Troubleshooting was done on the pump and the customer stated that the leadscrew did not make a complete rotation. The customer was advised that a replacement will be sent.